Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had motion sensor test failure. The customer's blood glucose value was unknown. The customer was able to clear the alarm and did not able to rewind insulin pump. The customer was advised to replace the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.